Event description:
On 25 june 2025, a device malfunction incident was reported to leica biosystems (lbs) technical support. On 26 june 2025, leica biosystems (lbs) received information that patient specimens were unreadable. The lbs field applications specialist (fas) investigating this event with the complainant documented the following, "the specimens processing during this device malfunction occurred sometime during the latter steps of the protocol. The blocks and slides of the specimens from this run were sent to their of site lab for reading. It was discovered that some specimens were unreadable..." On 30 june 2025, the lbs fas confirmed with the complainant that, "...it was actually 3 patients re-biopsied relating to the incident that affected the specimens from the date of (B)(6) 2025." On 10 july 2025, the lbs fas provided further confirmation that, "when asked if the affected samples were related to the device malfunction, the customer could not confirm. The customer reported the device malfunction occurred april 27th 2025 and were made aware of unreadable cases on may 16th. The customer estimated that the processing run containing the affected the cases may have been processed just days prior to receive report of the unreadable cases. Per customer, they recommended and performed re-biopsy for 3 impacted patients." The lbs fas further documented, "at the time of discussion, the customer did not want to disclose/provide patient identifiers for the 3 patients. Customer mentioned hippa and seemed concerned surrounding that."